Event description:
This event was reported as recurrent stenosis with thrombus formation in all three cusps on the aortic side of the valve with restricted opening of the leaflets. There was no evidence of infection. The suture line was intact.